Event description:
Pt reported that device showed a memory discrepancy regarding insulin delivered since midnight on a particular day. Memory discrepancy did not affect pt's blood glucose, and no treatment was received.